Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.211.028s, lot 3l99674: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: march 27, 2019. Expiry date: march 01, 2029. Non-sterile part 04.211.028, lot h814924: manufacturing location: monument. Manufacturing date: january 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the complained locking screw shows mechanical damages on the entire part's surface. The threaded sections are damaged or even flattened and the anodized layer has partially disappeared. The stardrive screw-recess is intact. A functional test could not be performed due to the damage incurred. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. However, dimensional inspection and functional test were performed at the time of manufacturing with no non-conformities documented. The returned locking screw was examined, and the complaint condition was able to be confirmed as the thread flanks are damaged. Because of the damage, it is not possible to measure the relevant dimension. The review of the production history revealed that this locking screw was manufactured in march 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias given the evidence that the anodized layer has partially disappeared. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery was performed with unknown variable angle (va) olecranon plate and the va locking screw in question. During the surgery, the locking screw could not be locked, though the surgeon tried several times. The surgery was completed without inserting the screw and the hole was left empty. There was a surgical delay by less than 30 minutes. Patient status is unknown. The surgeon commented that the screw seemed smaller than the normal one. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).